Event description:
Boston scientific received information that this right ventricular (rv) lead had high out-of-range impedance and high threshold measurements. The patient had an underlying rhythm of 40 bpm and was asymptomatic. As of today the lead remains implanted.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
The physician has elected to monitor the patient.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.